Manufacturer narrative:
E1 (address line): (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device primary evaluation found: a yellow light was emitted from the tip of the scope without improving the white balance. The emergency light may have been turned on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the main lamp on the visera elite xenon light source failed to ignite/light up. However, the spare lamp was working. The light source also had color issues and the endoscopic image was visible but dimmer than usual. The issue was found during an unknown procedure.